Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the device displayed an alarm message indicating ¿repeated inhalation of co2.¿ the event was reported to have occurred prior to therapy initiation with no patient involvement and required the ventilator to be swapped out; however, no adverse reaction occurred in the patient. The equipment department of the hospital replaced the gas delivery system, after which the device resumed normal operation. The device successfully passed performance specification testing following repair and was confirmed to be back in service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Based on the information provided and service performed, it was confirmed that the unit did not meet product specifications. It was determined that the gas delivery system was the cause of the reported issue.

Manufacturer narrative:
E: (B)(6) hospital. (B)(6) hospital, (B)(6). Phone: (B)(6).

Event description:
This report is based on information provided through customer feedback and philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from a healthcare institution in china regarding a v60 ventilator, where during clinical use on (B)(6) 2026, the device was reported to deliver a tidal volume exceeding 1200 ml, with higher-than-expected flow observed even during standby conditions. The device was in use at the time of the event. No formal report of patient harm or clinical intervention was documented; however, the reported condition raised concern regarding potential impact to ventilation performance. The device was subsequently reported to the hospital department for evaluation. Resolution and disposition are pending as the investigation is ongoing.